Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 with high blood glucose of 432 mg/dl. The customer also stated that, the insulin pump had no delivery all day. Customer reported the following symptoms related to their high blood glucose were a lot of nausea and customer had headache. Customer treated high blood glucose with the insulin pen and also needles. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.